Event description:
It was reported that the subject device displayed an e315 error. The event occurred during setup/inspection prior to use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the reported issue occurred due to liquid ingress into the ultrasound plug unit. Normal operation had resumed after drying. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.